Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported customer's insulin pump has recurring no delivery alarms. There is also another recurring alarm. Customer's blood glucose is 587 mg/dl. She treated with a manual injection. Customer declined troubleshooting for the no delivery alarm. She stated when she received the other alarm, her blood glucose spiked to 600 mg/dl. The device will stop rewinding. Customer declined troubleshooting because she wants the device replaced. Nothing further reported.